Manufacturer narrative:
Continuation of d10: instant detacher, product ID unk-nv-ap-ID (lot: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that concerto helix coil did not detach. A total of 9 coils total were used, with this one being the only issue. The coil was replaced with a new concerto helix coil to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an unruptured, saccular, right internal iliac aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was noted that there was no manual attempt at detachment via hypotube and there were no issues with the instant detacher.

Event description:
Additional information was received. The lesion location was unknown, but it was a larger lesion that fit 9 concertos coils. The cause was not determined as they successfully deployed the 9 other coils. However manual deployment was unknown to the physician at the time, so they pulled after 2 failed attempts and discarded. No issues were encountered prior to coil non-detachment or after and no pushwire damage was observed after removal from the patient.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.